Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issues. The reported conditions were verified. The system error 110, system error 103, and system error 343 alarms were verified through a review of the event history log. Evaluation determined the cause of the system error 110, system error 103, and system error 343 alarms to be a failed printed processor circuit board (pcb). The processor pcb was replaced to correct these conditions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 103 ("pic msg rcv crc ER"), system error 343 (¿motor high rate error¿) and system error 110 (¿pic counts per cam error¿). There was no patient injury or medical intervention associated with this event. No additional information is available.